Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6)2025. On approximately (B)(6) 2025, the patient was at work when she experienced blurry and fading vision. The paramedics were called and when a fingerstick was taken the cgm was reading 6.7 mmol/l and the blood glucose reading was 2.0 mmol/l. The patient was treated with a glucagon injection. The patient recovered and no further treatment was reported to have been necessary. At the time of the report the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.